Event description:
General mgr (gm) at company and his father is the president of the company which attached the chest harness to the wheelchair and attached the seating front and back to the wheelchair frame. The MFR of the wheelchair frame only -not the seating and did not attach the harness system- is gunnell, inc and located at gunnell, inc, 8440 state rd, millington, mi 48746, 989-871-4529. Here are the problems with the kidster model wheelchair: 1. Gm placed the chest strap harness in a dangerous position for the recline design of the chair so when the seat reclines going back towards the 180 degree recline -not tilt, but recline- the defect -shear- in the recline that is about a huge 5 inch shear combined with gm's placement of the chest harness crushes the occupant. This is harness placement with recline function and recline design defects in the chair and not a fitting problem. The harness system gm put on was not compatible to function with all the features of the chair specifically the recline position. The chair design needs the huge five inch recline shear fixed and the placement of the chest harness systems corrected for the 180 recline to function so it does not crush the occupant. The position of the chest harness must be changed to work in all chair positions including the recline. 2. Gm neglected to test the chest harness with the recline feature of the chair or he would have caught his own error and since he created the seating system of the chair and attached the chest harness to the wheelchair, it was his expert responsibility to test this chair in the recline function before giving it to a toddler to use. 3. Gm neglected to notice a huge obvious 5 inch shear problem on the recline feature in the chair because he did not test it in the recline. As the seat designer, he should have tested his seat in all featured positions prior to giving it to the end user. 4. Gm delivered this dangerous defective chair to a toddler. 5. Gunnell, inc should have tested their wheelchair frame in the recline position with seating attached and a chest harness to catch their own frame shear design problems and the chest harness crushing design problems, but they also obviously did not. As the end user, our toddler got crushed when put in a reclined position in the chair, but I saved her in time to avoid death or sustained injury. If I had not saved her, she could have been crushed to death in the wheelchair by the chest harness. 6. To date -over 2 weeks after asking for the wheelchair to be either repaired or replaced- company continues to victimize the toddler by not picking up the chair and either fixing or replacing it so we feel the toddler as a disabled person is being abused by being denied prompt service repair or replacement of this potentially killer wheelchair that she cannot use. Company got paid for the wheelchair and the toddler cannot use the defective wheelchair. They have not made every effort to pick up this defective chair for design repairs or replacement. 7. Considering the fact the toddler got crushed and could have got crushed to death in this chair due to gm's neglect to test this chair in the recline position before giving it to her, you would think they would have fully cooperated and picked up this chair immediately for the defective design repairs, but that has not been the case and the toddler still has this dangerous chair she cannot use. So you can see for yourself the wheelchair defects since it is a medical device for the toddler, I did 2 videos of the problem as evidence for you to view so you can see them 8. The kidster model wheelchair frame made by gunnell, inc needs to be discontinued until gunnell corrects the recline feature 5 inch shear problem on the wheelchair and proper testing of the recline feature with a chest harness attached for child occupants needs tested on the chair so the children are not crushed to death by the chest harness in the recline -not tilt- position. Company should pick up the chair from the toddler immediately and either have gunnell immediately correct the recline shear and test it with the chest harness in all positions for safety or company needs to replace the wheelchair with another one that reclines safely like the snugseat tiger 2000 wheelchair system. Thank you for your prompt attention to this medical device product defect design problems.